Event description:
Boston scientific received information that the patient with this device, passed away on the same date of product implant. Additionally, it was reported the implant procedure was uneventful with no implant anomalies observed. The cause of death was reportedly due to ventricular dysfunction, contributing to pulseless electrical activity. The device will not be returned for a post market evaluation and the physician did not allege the boston scientific product was a causative factor.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.